Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a short strand of hair was observed upon opening the package of four units of revaclear 300 dialyzers. This was observed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. The visual inspection by naked eye of the product showed a hair-like particulate matter in the header (blood side) of the product. The reported failure could be confirmed. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.